Manufacturer narrative:
The reported event was confirmed in the laboratory due to review of egm. The device was tested, and no anomalies were found. The cause of the reset was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was in hardware backup mode prior to the implant procedure. There was no patient involvement.